Event description:
The patient had not gotten good pain relief since implant though he had good relief during the trial. It was discovered that the catheter had migrated down two levels. The patient underwent catheter revision on (B)(6) 2012. Following the revision he was getting good pain relief. The pump contained dilaudid.

Manufacturer narrative:
Implanted: explanted: product typ programmer, patient product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).